Event description:
It was reported that a flo-gard infusion pump presented a low battery alarm when the device was connected to ac power. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, functional test, event history log review, and battery test were performed. The issue of a low battery alarm appearing on the screen when the device is connected to the ac was verified during the functional test. The cause of the condition was determined to be a blown slow fuse. To correct the condition, the fuse and the main battery were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.